Event description:
It was reported that during a prophylactic removal of the lead, the physician noted an "abrasion" to the lead coating. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the right ventricular (rv) lead superior vena cava (svc) coil was distorted from being kinked/buckled and pulled/stretched/overstressed. The outer tubing overlay insulation had cosmetic environmental stress cracking, there was an observation of blood ingression, and there, it was distorted from being kinked/buckled and it was breached from being melted. The low voltage distal end electrode was covered with blood, the lead was stretched and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.